Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that on the device, they had put a pattern passcode which they were unable to remember. The hcp was unable to help unlock. They had to call the support team to order a new 'phone.' A new 'phone' was ordered and the issue has been resolved.

Event description:
On 2023-oct-03 information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they were able to enable MRI mode for the non-rechargeable ins but were unable to enable MRI mode for the rechargeable ins. On the call, caller confirmed that the controller would not communicate with the ins and displayed "no device found". Caller commented that they don't think pt uses their devices but did not provide any further information. Technical services (tss) instructed caller to have pt charge their ins then enable MRI mode. On 2023-dec-19 additional information was received from the patient (pt). The pt reported they were having issues recharging their implant and the issue began about 2 months ago. Patient stated they had their representative come out to check the device and they were not able to recharge their implant. Patient noted they were getting the message to locate the battery and it was not locating the battery. The patient was redirected to their healthcare provider to further address the issue. Patient service advised patient to contact patient services back with their equipment for further troubleshooting. On 2024-jan-03 additional information was received from the rep. The rep reported they were aware of the trouble charging in early november 2023 when the patient (pt) was having issue with her charger finding the implant, but there was no issue with the charger. On 2023-dec-18 the pt notified the rep again that it was not working, so rep referred pt to technical services. The rep never heard back from the pt after that. The cause, actions/interventions, resolution, and weight are unknown as they did not meet with the pt and have not heard back. On 2024-jan-09 the rep reported there was no original issue reported to them as the clinic called the rep to meet with the patient, then called the rep again saying everything was fine. The pt called the rep directly on 2023-dec-18 and reported the recharger wasn't working and directed the patient to call patient services. No additional information available from the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.